Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, there was a malfunction and hole in the cylinder and loss of fluid.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device: a titan touch pump, two cylinders, a reservoir, and detached connector tubing were received for evaluation. Examination and testing of the returned components revealed a separation in the bladder of cylinder #1. Testing revealed this to be a site of leakage. The separation appears to have a central groove indicating that the area was in contact with a small sharp instrument such as a needle. Surface abrasion is noted on all tubes of the pump and the exhaust tube of cylinder #2. A group of striations are noted on the inlet tube of the reservoir, indicating contact with unshod instrumentation. Testing revealed these are not sites of leakage. No functional abnormalities are noted with the pump, cylinder #2, the reservoir, or the detached connector tubing. Based on quality's examination, quality concluded that the observed separation in cylinder bladder #1 would have allowed the reported "loss of fluid-hole in cylinder". Due to the brief period in-vivo, the separation most likely occurred inadvertently during closing at the implant procedure. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.